Event description:
Caller alleged inaccuracy with inratio. Results as follows: see scanned table. Caller alleged imprecision with inratio. Results as follows: first test inr = 3.7; second test inr = 4.0; third test inr = 4.1.

Manufacturer narrative:
Caller mentioned 2 strip lots. One of the strip lots 050595 expired on 09/2006, and the other strip lot number, 070085 has not expired. The caller is unsure of which test strip lot number was used for their testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot 05095/070085: first test inr = 3.7, second test inr = 4.0, third test inr = 4.1, mean = 3.9 ; sd = 0.21; %cv = 5.29%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.